Event description:
Per indicated: implant was placed on (B)(6) 2024 site 20. Patient continued to have post operative pain with no relief either due to infection of proximity to the ian. Peri-implantitis. Symptoms as a result of the event: infection, pain paresthesia. Surgical/medical intervention required for permanent damage: yes, removed implant. Additional appointment required: to redo implant. Was the procedure completed using another implant or another device? No. Site grafted: (B)(6) 2024 hybrid graft placed. Bone density type: type 2.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A3: patient sex unknown / not provided. H6: event problem codes; patient code: 1994 pain. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.